Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments on system. During visual inspection, the heat sink paint was starting to fade. The iesu will be returned to the original equipment manufacturer. The root cause is attributed to the activation settings on the iesu.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the monopolar energy seemed low. The caller had to increase the energy settings from 3 to 4, to get the same effect level 3 usually gives. The caller stated that this issue has been ongoing across multiple procedures but could not specify the dates nor procedure types. The customer swapped out the instrument energy cable, and replaced the instrument itself, with no change. Additionally, the top monopolar energy port was not working. The procedure was continued as planned to use the bottom monopolar energy port. There were no reports of patient injury. The issue was escalated to intuitive field service.